Event description:
Ous MDR - after an implantation period of approximately 74 months oversensing was reported. The lead and the ICD were explanted then. No adverse patient effects were reported.

Manufacturer narrative:
The lead was destroyed upon receipt of delivery. The lead was severed 47 cm proximal to the lead tip, likely by a scalpel. The proximal fragment was not available for analysis. During lead analysis it was found that the lead body insulation was massively damaged by crushing approximately 32.5 cm distal to the connector pin. This damage is highly likely the cause of the clinical complaint. The damage observed must be due to excessive pressure loads on the lead body. The characteristics of the damaged lead body structure suggest excessive mechanical load on the lead due to subclavian crush syndrome. During an additional round of analysis, damage to the insulation was found in this area due to wear in the distal region with a break in the cable leading to the ring electrode. This damage indicates significant mechanical loads during the service life. The position and characteristics of the wear suggest friction with a neighboring lead. There is no x-ray imaging or other diagnostic imaging available that would provide information about the locational relationship of the implanted system in the body. Other damage is due to the explantation procedure. There was no suggestion of a manufacturing or materials defect for neither the lead nor the ICD.